Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited variation in p-wave sensing. Fluoroscopy revealed that the ra lead had dislodged. The ra lead was not used. The physician opted to implant single chamber implantable cardioverter defibrillator to complete the procedure. There were no patient consequences.